Manufacturer narrative:
On 13-jun-2024, a complaint investigation was initiated for this pump which included, but is not limited to, visual and functional testing per internal protocol by the complaint evaluation specialist to investigate the reported power off issue. The investigation is ongoing, and a conclusion is not yet available. A follow-up report will be submitted upon completion of the product investigation.

Event description:
Infutronix received a report that the pump had an immediate power off. There were no other details provided. The exact date of the event was not provided. There was no patient injury reported. Multiple requests for additional information were made, including a request to return the pump for evaluation.